Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) drug eluting stenting procedure, stent damage occurred. The 75-90% stenotic lesion was located in the moderately calcified and moderately tortuous distal right coronary artery with an 80 degree angle. Access was obtained through the right femoral artery. The lesion was predilated with a quantum maverick balloon. The physician was advancing the 2.50 x 12 mm taxus liberte and met resistance advancing through the angle. The physician pulled back the device, and upon removal, observed that the stent was damaged. There were no pt complications. The procedure was completed with another 2.50 x 12 mm taxus liberte stent. Pt's status is reported as "ok".